Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. The mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly repair noted the index knob and the lock needed new components added to replace worn internal parts. The set screw in the swivel base was tight. Unit needed to be machined to have heli-coils added to the large starburst threads and general maintenance required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking mechanism on mayfield modified skull clamp (a1059) was loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.